Event description:
It was reported that the procedure was to treat the iliac artery with mild calcification, mild tortuosity and 70% stenosis. The 6x29 mm omnilink elite stent delivery system (sds) was advanced to the lesion and deployed; however, the stent moved after deployment and was not properly apposed. Therefore, a snare was used to retrieve the stent and the lesion was treated with plain old balloon angioplasty. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned stent delivery system. The reported stent migration and patient-device incompatibility (wall apposition) could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported difficulties and subsequent treatments including removal of foreign body appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.